Manufacturer narrative:
On (B)(6) 2021, getinge became aware of an issue with one of washer-disinfector, model name 8666, with catalog number s-8666913-ctom. According to complaint description, the operator sustained injury while loading/unloading washer disinfector, however the nature of the injury was not known, despite our best efforts. The review of reportable events registered for getinge disinfection ab devices reported to company¿s complaint handling system within last 5 years was performed. It revealed that the complaint is one of several reported cases with allegation about injury caused by various reasons while loading or unloading washer disinfector. However, compared to the number of devices available on the market according to install base, failure rate is very low. By reviewing previous reportable events with allegation about injury for the same device type and loading equipment used as a system with washer disinfectors, we have been able to confirm that the worst case scenario led to the serious injury. Therefore, we reported the issue as a potential. Unfortunately, after consulting with their subject matter expert, it appears the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation can not be performed. In case of new relevant information, the case will be reconsidered. It was not confirmed that when the event occurred, the device was directly involved in the reported event as well as if it has failed to meet its specifications. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment or diagnosis. No further information has been disclosed by the customer, despite three times contact attempts. This is regarded as a good faith effort in order to investigate the issue. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of the investigation. H3 other text : device not returned to the manufacturer

Event description:
On (B)(6) 2021 getinge received customer product complaint related to the washer disinfector with the model name 8666. As it was provided the operator was injured while loading/unloading washer. Nature of injury is unknown and we are asking the customer for further updates. We decided to report the issue based on the potential as the event, in the worst case scenario, might lead to the serious injury.